Event description:
Related manufacturer reference number: 2017865-2021-02918, related manufacturer reference number: 2017865-2021-02919. It was reported that the patient presented to the hospital on (B)(6) 2022 with signs of infection and fever. Upon examination, the implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead and right atrial (ra) lead had infection. The physician explanted the whole system. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
It was reported that there was infection. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Correction: d9 - date returned to manufacturer changed to jan 18, 2022.